Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2015 and the patient was reimplanted with a new device during the same surgery. The device has not been made available for analysis as of the date of this report. This report is filed january 29, 2015. Device currently unavail. For analysis.

Event description:
Per the clinic, the patient experienced loss of connection to the internal device. Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
This report is filed may 8, 2015.